Event description:
It was reported that an error occurred with the cgm. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller planned to reset the pump and follow up if the problem continued.